Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. No blood glucose readings were involved in the event. No nova biomedical products were being used. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.